Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal and a limb extension. Subsequently, upon follow up, computed tomography revealed a type 3b endoleak which caused aneurysm to grow in the last 12 months. Physician did a reline in the graft with a gore device and repaired without any issue. Patient is doing well after secondary procedure.